Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was prophylaxis prior to cervical spine surgery. A venogram was performed, revealing no caval anomalies and no caval thrombosis. The optease filter was placed in the infrarenal inferior vena cava (ivc). The patient tolerated procedure well and there were no immediate complications. The filter subsequently malfunctioned including, but not limited to, ivc and organ perforation, and tilt. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation abutting an adjacent organ, and further experienced anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation, tilting, and perforation abutting an organ. Per the implant records, the patient had a neck brace in place and the filter was indicated prior to cervical spine surgery. Access was easily gained into the right common femoral vein, utilizing aseptic technique, ultrasound and fluoroscopy guidance with a modified seldinger technique, two different sheaths and a catheter were passed into the inferior vena cava. A venogram was performed, revealing no caval anomalies and no caval thrombosis. Using a standard delivery system, the optease filter was placed in the infrarenal inferior vena cava (ivc). The patient tolerated procedure well and there were no immediate complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years after the filter implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation abutting an adjacent organ, and further experienced anxiety related to the filter.